Event description:
It was reported that there were failures with the pressure rated extensions and contrast leaking. The customer reported the issue occurs with magnetic resonance imaging (MRI) procedures which causes the patient to reschedule the procedure. Although requested, there is no further patient or event information available.

Manufacturer narrative:
The customer¿s report of a leak was not confirmed by functional and pressure testing. Visual inspection and dimensional evaluation did not find any anomalies and the male luer of the extension set was determined to be within specification. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed. A lab syringe was used to flush fluid through the whole set configuration. Fluid flowed freely and no instances of leaking was observed throughout the set. The set was loaded into a lab syringe pump module for an infusion test. The primary infusion was programmed and was completed with no leaks observed. The set was then pressure tested and there were no signs of leaking anywhere on the set configuration while the tubing was manipulated at each engagement. The root cause could not be determined.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that there were failures with the pressure rated extensions and contrast leaking. The customer reported the issue occurs with magnetic resonance imaging (MRI) procedures which causes the patient to reschedule the procedure.